Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump programmed with the current time/date/year, monitored for a week and tested with the time/date/year functioning properly. No time/clock/year anomaly noted. The pump was received with cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced time/clock anomaly. The customer's blood glucose value was unknown. The customer stated that the time and date were not saving appropriately. The customer stated that the time loss is greater than 3 minutes within 30 days. The product was returned for analysis.